Event description:
The customer states that a patient sample tested in closed mode using a cell-dyn sapphire analyzer generated lower results than the same sample repeated in open mode on the same analyzer. Closed mode resulted; wbc=1.78 k/ul, rbc=3.10 m/ul, hgb=7.76 g/dl, plt=94.1 k/ul. Open mode results; wbc=7.53 k/ul, rbc=5.04 m/ul, hgb=14.0 g/dl, plt=141 k/ul. The sample was repeated a third time in closed mode generating a short sample message invalidating the results. Open mode results were reported with no impact to patient management reported. The customer requested service.

Manufacturer narrative:
Investigation summary: decreased results generated in closed mode of operation when using a cell-dyn sapphire. There were no flags on the initial run. The customer verified that both samples had at least 1 ml of sample left in tube after being aspirated 3 times. The cell-dyn sapphire system operator's manual contained troubleshooting data related problem guidelines on sections 5, 9 and 10, and customer requested field service for resolution. A field service representative (fsr) was immediately sent to the account. The fsr determined that fluid aspiration dispense and detection; aspiration/fluid detection; multiple aspiration errors/short sample issue. The fsr replaced the pcb board for aspiration bottom sensor, pcb for probe detector and broken cable in the sensor. The fsr verified proper movement of probe down into sample for complete aspiration resolving the issue. Trending: review of complaint records for cell-dyn sapphire system, list number 08h00-01, for the months of november 2006 through june 2007, did not find an adverse trend for the complaint issue. Labeling: the event is addressed: cell-dyn sapphire tm system operator's manual (08h10-01, rev. C) sections 5, 9 and 10. Conclusion: service replaced broken and worn parts on the cell-dyn sapphire analyzer and performed verification checks to resolve the issue. It was not determined what caused the sensor cable to be broken. The cell-dyn sapphire analyzer did generate dispersional data alerts for several parameters, including the hemoglobin parameter to alert the user for a potential problem. The sample was repeated in open mode with no impact management reported. This is the final report. End of report.